Manufacturer narrative:
(B)(4).

Event description:
We were notified by the patients family that this patient expired one week after the ICD system was implanted. The family noted that the ICD delivered 3 shocks the day after implant and that therapy was turned off 3 days after surgery because the medication the patient was on and the device were too much for the patients body. The family believes that the ICD was explanted before the patient was cremated. The ICD has not been returned for analysis. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.